Manufacturer narrative:
The lot was manufactured may 20, 2016 ¿ may 23, 2016. The device was received for evaluation. Visual inspection identified a cut located on a segment of tubing. The reported condition was verified. The cause of the cut could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tubing of a large volume infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.